Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient obtained a wound around the battery site that was potentially infected and it was slightly red. The physician stated that the wound was unrelated to the scs device. The patient was on antibiotics and underwent an ipg revision procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein the excess tissue and growth from the wound. It was noted that the incision of the ipg was not even opened. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient obtained a wound around the battery site that was potentially infected and it was slightly red. The physician stated that the wound was unrelated to the scs device. The patient was on antibiotics and underwent an ipg revision procedure. The patient was reportedly doing well postoperatively.